Event description:
Information received indicates, the bed is not braking.

Manufacturer narrative:
The technician replaced both brake steer casters, the left brake caster and adjusted right brake caster to repair the bed.